Manufacturer narrative:
Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Normal power consumption. Seven low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 3.0 lpm. One vad disconnect alarm was logged on (B)(4) on (B)(6) 2015. Twenty electrical fault alarms have been logged since (B)(6) 2015. One controller fault alarm was logged on (B)(4) on (B)(6) 2015. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01728 and 2015-01729) submitted for devices related to the same event. Device remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01728 and 3007042319-2015-01729) submitted for devices related to the same event.

Event description:
It was reported by medical staff that an inpatient experienced electrical fault alarms. A visual assessment of the driveling was performed by the facility staff and there is no report of cracks or condensation. Clinical engineering conducted a driveline cleaning at the facility. The service report is dated (B)(6) 2015 and contains the following information: the alarm was reported as (B)(6) 2015. Service evaluation: log files indicative of intermittent connection, contamination is suspected. The patient was prepared for the procedure with various IV medications. The pump stop time during the procedure is estimated at approximately two (2) minutes total time. Verification of the repair action is noted to solve the event. No additional information was reported.